Event description:
It was reported that therapy was suspended by placing a magnet over the pump on the date of this report. The event resulted in-patient or prolonged hospitalization. It was further reported per event logs when the pump was examined on (B)(6) 2014 at 17:36 that a motor stall occurred. The device system was used to deliver baclofen and dilaudid. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported therapy was resumed on (B)(6) 2014.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient experienced overdose following pump implant and subsequent dose increase (as previously reported). The patient was transferred to the intensive care unit (ICU). The severity was noted as severe (produces significant impairment of function or incapacitation and is a definite hazard to the subject's health). The relatedness was reported as "not related", and the outcome was reported as resolved without sequelae on (B)(6) 2014.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced an altered mental status. Intervention included a medication administration of narcan and reprogramming a 63% decrease both on (B)(6) 2014. No diagnostic methods were reported. The issue was reported to be related to the drug hydromorphone and therapy initiation. Related also to the device or therapy but not related to the implant procedure. This issue was reported to be resolved without sequelae on (B)(6) 2014. The pump medications were noted as gablofen and dilaudid. In addition, on (B)(6) 2014 following implant the patient experienced headache and nausea due to a cerebral spinal fluid (csf) leak. This occurred post-dural puncture and reported as related to the procedure. Phenergan 50mg suppositories q6h x 48h were administered on (B)(6) 2014 and then as needed. The outcome was reported as resolved without sequelae on (B)(6) 2014. This was reported as related to the procedure.

Event description:
Additional information was received from a healthcare professional and it was reported that the patient presented to the hospital on (B)(6) 2014 and he remained in the hospital following the implant due to the event. The symptoms were related to the medication overdose.

Event description:
The following previously reported information reported under this manufacturer report # (3004209178-2014-10088) pertains to a different event [in addition, on (B)(6) 2014 following implant the patient experienced headache and nausea due to a cerebral spinal fluid (csf) leak. This occurred post-dural puncture and reported as related to the procedure. Phenergan 50mg suppositories q6h x 48h were administered on (B)(6) 2014 and then as needed. The outcome was reported as resolved without sequelae on (B)(6) 2014. This was reported as related to the procedure.]. Any additional information received regarding the headache, nausea or csf leak will now be captured under the different event.